Event description:
It was reported that the right ventricular lead had a warning for low impedance. The unipolar impedance was also higher than the bipolar impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).